Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop on a 7f exoseal vascular closure device (vcd) could not be activated. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.